Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons) has been confirmed. Upon investigation the monitor rear response button was intermittently working due to contamination. Additionally, the monitor was resetting. The cause for the resets was isolated to a defective processor on the computer/analog board. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. The root cause for the defective processor could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.